Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that part of the setscrew was visable inside the header connector bore, preventing a lead from being inserted. After unscrewing the setscrew, a test lead could be fully inserted into the connector bore normally.

Event description:
It was reported that the pulse generator's connector header would not accept the lead. The pulse generator was not implanted.